Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. Light guide and ccd lens cover were chipped and broken.distal end cap was deformed and cracked. Bending section rubber was chipped. Protectors grip and color ring screw connection were corroded. Sticker was faded. The angle and orientation was insufficient and had a play. Variable stiffness function confirmed insufficient. Ccd lens was scratched. The wires were cut or bending. The tube was scratched. The device's body was scratched. The cover was scratched and stretched. The switch box was scratched. The connector and connector contacts were scratched and deformed. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
The user found that foreign material was clogged in the device channel. The user returned the device to olympus repair center. Olympus repair center found that foreign material was clogged in the suction cylinder. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that the user accidentally sucked the biological tissue into the cylinder. If significant additional information is received, this report will be supplemented.